Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels reached high, over 500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. The pink slide was not foreword as well, therefore the needle did not deploy. As treatment for hyperglycemia, boluses were delivered and a new pod was applied. The patient's blood glucose and insulin history are as follows: time: bg(mg/dl): bolus(u): (B)(6) 2020:7:25 am, 208, 2.85 units; 6:39 pm, 200, 2.15 units; 11:45 pm, 343, 3 units; (B)(6) 2020: 3:00 am, 352; 6:00 am, it was reading high; 10:30 am, pod was changed.